Event description:
Clinician for facility states that patient had undiagnosed sleep apnea. Patient was having elective surgery on their foot and was obese. Pt received less than 10cc of diluadid over 14 hours but was found unresponsive and required narcan. The pharmacist states pt measured dilauded after incident and found 90cc to be left in bag of 100ml bag. Patient recovered with narcan and suffered no additional adverse effects. According to clinician for facility, pump is not suspected to be at fault in incident. No additional information is available at this time.